Event description:
Additional information was received from the physician confirming that the high impedance was first observed in or during battery replacement. No x-rays were taken. No patient manipulation or trauma is believed to have caused or contributed to the high impedance that the physician is aware of.

Event description:
It was initially reported that during a generator replacement it was determined that the patient had high impedance and the lead was then replaced. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
The explanted generator and lead were received by the manufacturer on (B)(6) 2012. During the scheduled generator replacement on (B)(6) 2012, due to battery depletion, high impedance was observed following generator replacement. With the information received to date, it appears that the cause of the high impedance was likely related to incomplete pin insertion past the connector block in the generator since the impedance prior to surgery was within normal limits. Review of the decoder spreadsheet uploaded during product analysis of the generator reveals that a >25% change in impedance occurred around (B)(6) 2012. Prior to this date, the impedance value was 1574 ohms. Since the date of surgery was (B)(6) 2012, it is most likely that the pin was not fully inserted into the generator connector block causing the high impedance. Product found no obvious anomalies noted with the explanted generator, except for the half set of setscrew marks found near the end of the connector pin. It is most likely that following generator replacement, the lead pin was not fully inserted. The patient was referred only for generator replacement due to battery depletion, and the decoder further verifies that the high impedance was not observed until the date of surgery. In addition, product analysis did not find evidence to suggest an anomaly with the returned portions of the lead.

Event description:
Additional information was received that product analysis was completed on the lead and generator. Results of the bench diagnostic testing indicated the device was operating properly with ifi yes. The data in the diagaccumconsumed memory locations revealed that 97.736% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage value stored within the generator (2.682 volts reported during fet (measured diagvbat)) suggests an ifi, battery partially depleted, condition. There were no performance or any other type of adverse conditions found with the pulse generator. Note that a portion of the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. No obvious anomalies were noted, except for the half set of setscrew marks found near the end of the connector pin. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Brand name, type of device, model #, serial #, lot #, expiration date, corrected data: the initial report inadvertently reported the incorrect suspect device product information. There is evidence to suggest that the high impedance was likely a result of incomplete pin insertion. Device available for evaluation, corrected data: the initial report inadvertently did not report the date the generator and lead were received for analysis. Occupation, other, corrected data: the initial report inadvertently did not include the initial reporter's occupation. Device manufacture date, corrected data: the initial report inadvertently reported the incorrect suspect device product information. There is evidence to suggest that the high impedance was likely a result of incomplete pin insertion.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: the supplemental report #1 did not include the as-received programming settings of the explanted generator.